Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the device associated with this report was not returned, however review of the provided photograph confirms the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune primary trays - orange rubber for patella clamp damaged on both consignment sets - needing replacement ones asap. Did the patient experience a post-op device malfunction? Unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences: unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.